Event description:
An endurant cuff was intended to be implanted during the endovascular treatment of a 60mm aneurysm. It was reported that during the procedure, significant resistance was felt while trying to rotate the slider on the delivery system when attempting to deploy the stent graft. It was noted that the outer sheath of the delivery system did not move as much as expected in relation to the slider's rotation. Due to these issues, the team decided to stop using the delivery system and removed it. Upon inspection,it was found that the outer sheath of the removed device had become deformed, showing an accordion-like appearance. To complete the procedure, a harder wire was used along with a device of the same size. The replacement device was successfully deployed without any complications. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion :two still images were received for analysis. First image depicts the distal section of an endurant delivery system. Deformation can be observed to the graft cover over the stent stop. The reported deployment issues cannot be confirmed from the image provided. Second image depicts the graft cover of an endurant delivery system. Stretching/necking can be observed to the graft cover. B5; additional information received : it was reported that the slider rotated to about half of the main body, but even with that amount of rotation, the graft cover only moved down by about 2 cm, there was no movement of the outer sheath that allowed any stent rings on the graft to expand. An attempt was made to recombine the outer sheath with the taper tip prior to removal from the patient, but it barely moved. There was no further attempt to recombine the outer sheath with the taper tip after removing the device from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: device received for analysis with the external slider and backend wheel partially retracted. The graft cover was retracted on receipt of the device. The graft was already deployed and was received alongside the device, no deformation was evident to the stent graft. Stretching/necking was evident to the mid graft cover. Minor deformation was evident to the graft cover over the stent stop. The tip capture mechanism was partially advanced on receipt of the device. No deformation was evident to the spindle. The graft cover could be advanced and retracted via rotation of the external slider and engaging the trigger with no issues noted. The backend wheel advanced and retracted the tip capture mechanism with no issues noted. No other deformation was evident to the remainder of the device. The reported deployment issues could not be confirmed through analysis. B5; additional information received: it was reported that the stent graft was deployed outside the patient's body, on the table, with significant resistance encountered during deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.